Event description:
Additional information was received that the device was subsequently explanted for the alert indicating the voltage was too low for projected remaining capacity. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that the patient stated the device was emitting tones. The clinic had the patient perform a remote interrogation which indicated an alert for voltage too low for projected remaining capacity. Subsequently the patient was brought into the office an interrogation was performed where a code displayed the same message. Boston scientific technical services (ts) was consulted and an engineer reviewed the data from the monitoring system. Review of the data revealed that the device hardware is not detecting the loss of battery energy. Because of this, the battery status indicators are not reflecting the depletion condition and are inaccurate. It was noted that they should no longer be relied upon to determine the depletion status of the device. Replacement of the device was recommended. The device currently remains in service.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed a low voltage alert had been recorded. External visual inspection of the device noted no anomalies. Initial automated testing verified basic sensing, pacing and shocking functions of the device. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with compromised low voltage (bypass) capacitors connected to the device¿s battery. Low voltage capacitors are used in the device¿s high-voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device¿s battery faster than normal. On august 29, 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion. This device is a part of the identified population.

Manufacturer narrative:
At this time, the product has not been returned. If additional information should become available to our company, this event would be updated.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Manufacturer narrative:
(B)(4).